Manufacturer narrative:
An investigation was completed using retained and returned nova statstrip glucose test strips ( lot # 0325041309), in addition to retained glucose meters and the returned meter from the customer. Linearity solution and whole blood specimens were tested against the returned meter and strips in comparison to the retained meter and strips. At the conclusion of the investigation, there were no discrepant values obtained during testing of retained test strips nor returned test strips. Furthermore, the results described in the complaint could not be reproduced. The device and test strips operated as it should. No further action is recommended at this time. Nova will continue to monitor for this or similar events.

Event description:
The consumer reported to nova biomedical that when running a glucose test on a 16-year-old patient, a significant discrepancy was observed when comparing glucose results. The patient was not treated based off these results and no adverse events have been reported. At this time, handling of the test strips is unknown. The capillary sample was taken from the finger.

Manufacturer narrative:
A DHR review was completed for the reported test strips and meter serial number. No abnormalities or concerns were observed. The DHR indicated the released product met all specifications. Investigation anticipated, not yet begun. Product has not been return at time of this submission. Nova biomedical will submit a supplemental report upon completion of the investigation. There was not report of patient being treated based off the results.